Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the surgeon started drilling, the drill was making terrible noise. The scrub technician examined the attachment and found that the ball bearings were missing. It was reported that there was a procedure delay for the patient to undergo an x-ray which was read as negative and confirmed that there was no device debris left inside the patient's body. It was also reported that the patient has no injury.